Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Manufacturer narrative:
One used sample returned for evaluation. Visual inspection unsealed holes were found in the cuff seal section. The cuff was inflated 8 cc volume using air and a syringe and submerged under water to detect for leakage. Sample showed leaking from the cuff seal area. The most probably root cause is that the user applied excessive cuff inflation volume causing leak in the cuff seal section. Instructions for use state that over-inflation of the cuff may result in permanent damage to the trachea and the integrity of the cuff and inflation system should be checked prior to insertion. During manufacturing process the device was challenged through a leak test and deflation test and device found acceptable and unit worked well on patient for 3 days prior to damage.

Event description:
A report was received stating that the tracheostomy tube cuff was found leaking after 3 days in use. No incident related medical sequela was reported.